Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be re-opened.

Event description:
The account alleges that during a percutaneous transluminal renal artery intervention, the catheter tip detached within the patient. The physician had acquired arterial access with a guidewire and the 4f catheter. During over-the-wire catheter manipulations within the renal artery, under fluoroscopy, the tip detached. The physician used a retrieval basket to successfully externalize the foreign body liberating the vessel. The patient tolerated the procedure well with no other consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.